Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident a technical support specialist tss dialed into the station and spent approximately an hour performing an initial round of troubleshooting reviewing both the workstation system logs and the medapp application logs for any anomalies or fault events related to the reported issue. No clear failures were identified during this review though it is possible that intermittent or userspecific events may have not been captured within the timeframe examined. For further investigation tss requested additional details from the customer specifically the exact time or time range when the issue occurred and the username that was logged in during the incident. Further the customer confirmed that no further issues reported. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was rebooting in the middle of a case and failed to record removals. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.